Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported issue with their dexcom device not providing alerts. The blood glucose reading dropped below 30 mg/dl, but the device did not issue any alert. The lack of alert led to a car accident. Unknown where the 30 mg/dl reading came from and no bg information was given by the patient. The patient declined to provide further information. Upon follow-up, the patient reported that they did not visit any healthcare facility but confirmed that paramedics were present at the scene. The patient also stated they could not recall what the cgm display device was showing at the time of the event and was unable to provide any further information. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 12/18/2025, it was reported that the patient reported issue with their dexcom device not providing alerts. The blood glucose reading dropped below 30 mg/dl, but the device did not issue any alert. The lack of alert led to a car accident. Unknown where the 30 mg/dl reading came from and no bg information was given by the patient. The patient declined to provide further information. Upon follow-up, the patient reported that they did not visit any healthcare facility but confirmed that paramedics were present at the scene. The patient also stated they could not recall what the cgm display device was showing at the time of the event and was unable to provide any further information. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.